Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the there is no updated information available.

Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has shown that both valves are permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Breaking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over/under drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. Results it should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. First, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside the progav 2.0 valve, we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the valves were operating in an over drainage state at the time of our investigation. Despite the lack of significant deposits, it is possible that even no-visible or small amounts of build-up could have led to a temporary comprises of the valve and to the observed malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
The shunt system was received dry and not submersed in liquid. No significant deformations or damage of the valves were detected during the visual inspection. A permeability test has shown that both valves are permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The brake functionality test has sown that the brake function is fully operational and the braking force is within the given tolerances. To investigate the claim of over/under drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances.